Manufacturer narrative:
The lap joint in the sheath assembly was found damaged and kinked. The lap joint section was found damaged. It was observed that the catheter leaked at the lap joint when the it was flushed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 21sep2020. It was reported that catheter sheath was damaged. A opticross were advanced for treatment. However, during procedure catheter sheath was damaged. The device was simply pulled out and was completely removed from the patient. The procedure was completed with another of same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed sheath detached/separated.